Event description:
Related manufacturer reference number: 2017865-2022-00301. It was reported that the patient presented in clinic with multiple inappropriate shocks due to incorrect interpretation of signal from the implantable cardioverter defibrillator (ICD) and oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition is stable.